Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the mildly calcified diagonal artery. A 3.00x16mm omega stent delivery system was being prepped for use when it was noted that the distal stent struts were raised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the mildly calcified diagonal artery. A 3.00x16mm omega stent delivery system was being prepped for use when it was noted that the distal stent struts were raised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the balloon was tightly folded with the stent secured on the balloon. There was bent and flared struts in the first row from the distal end of the stent. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).